Event description:
During an unspecified laparoscopic procedure, the safety shield did not advance after penetration of the abdominal cavity during a blind puncture. The surgeon converted to a formal laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.